Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was not reported. He/she disconnected from the insulin pump and reverted to a back up plan. The product will return. Nothing further to report.